Event description:
It was reported that the patient presented for follow-up in the clinic. Upon device interrogation, it was noted that the implantable cardioverter defibrillator (ICD) exhibited under-sensing. No intervention was performed. The patient was in stable condition.